Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and procedural haemorrhage ('excessive blood loss during procedure') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included pap smear abnormal in 1988, adenoidectomy in 1982, parity 2, uti, cesarean section (on 1993 and 2008.), anemia, vulvovaginal human papilloma virus infection and obesity. Previously administered products included for rash: allergen:penicillins- rash. Concurrent conditions included hearing loss bilateral since (B)(6) 2017, skin mass since (B)(6) 2017, delayed period since (B)(6) 2016, gastrooesophageal reflux disease since (B)(6) 2014, postnasal drip since (B)(6) 2013, multigravida, vaginal irritation, vaginal discharge, vaginal burning sensation, vaginal mucosal damage, vaginal discharge, acute vaginitis, cervicitis, bacterial vaginosis, trichomonal vaginitis, vaginal candidiasis, atrophic vaginitis, vaginitis, ureaplasmal vaginitis, vaginal itching, trichomonas on cervical smear, sexually transmitted infection, vaginal yeast infection, yeast infection, diabetes, burning micturition, intermittent fever, chills, nausea, vomiting, diarrhea, constipation, abdominal tenderness and uterine bleeding. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2018. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain upper ("sometimes in the stomach area"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / discomfort during intercourse") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), vision blurred ("vision/eye problems type:- blurred vision"), ocular hyperaemia ("vision/eye problems type:- redness"), eye irritation ("vision/eye problems type:- irritation eye") and diplopia ("vision/eye problems type:- double vision"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss.") And weight increased ("weight gain / loss."). In (B)(6) 2018, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:, bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:, bladder or urinary problems or changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal);- vaginal & urinary"), headache ("migraines / headaches,") and migraine ("migraines / headaches,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, cystitis, urinary tract infection, vaginal infection, alopecia, migraine, abdominal pain upper, endometriosis, weight decreased, weight increased, bladder disorder, urinary tract disorder, vision blurred, ocular hyperaemia, eye irritation and diplopia outcome was unknown, the abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and vaginal discharge had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, bladder disorder, cystitis, diplopia, dysmenorrhoea, dyspareunia, endometriosis, eye irritation, genital haemorrhage, headache, menorrhagia, migraine, ocular hyperaemia, pelvic pain, procedural haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Dna antibody - on an unknown date: vaginitis dna detector,gardnerelia vaginalis. Oropharyngeal candidiasis - on an unknown date: candida albicans dna- detected. Ultrasound scan vagina - on an unknown date: uterus: av, normal size, inhomogeneous with multiple small ,fibroids: posterior 1.6x1.1cm; anterior 1.4x1.2cm, 1.6x1.2cm,fundal 1.sx1.1cmwlth vascularity endometrium: 1.2cm in thickness. Homogeneous and blood (menses). Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : reporter information was added. Previously reported event of eye disorder nos updated to blurred vision. New events added - stomach pain, redness, irritation eye, double vision. Event outcome updated dyspareunia (painful sexual intercourse, abdominal pain, vaginal bleeding, headaches, vaginal discharge, cramping. Medical history and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and post procedural haemorrhage ("excessive blood loss during procedure") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included vaginal delivery, uti, pap smear abnormal in 1988, cesarean section (on 1993 and 2008.), adenoidectomy in 1982, anemia and vulvovaginal (B)(6) infection. Previously administered products included for rash: allergen: penicillins- rash. Concurrent conditions included hearing loss since (B)(6) 2017, skin mass since (B)(6) 2017, gastrooesophageal reflux disease since (B)(6) 2014, postnasal drip since (B)(6) 2013, multigravida, vaginal irritation, vaginal discharge, vaginal burning sensation, vaginal mucosal damage, vaginal discharge, acute vaginitis, cervicitis, bacterial vaginosis, trichomonal vaginitis, candidiasis, atrophic vaginitis, desquamative cheilitis, ureaplasmal vaginitis, vaginal itching, trichomonas on cervical smear, sexually transmitted infection, vaginal yeast infection, yeast infection, diabetes, burning micturition, intermittent fever, chills, nausea, vomiting, diarrhea, constipation, delayed period since (B)(6) 2016, abdominal tenderness and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:, bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:, bladder or urinary problems or changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), headache ("migraines / headaches,"), migraine ("migraines / headaches,"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdomen pain") and was found to have weight decreased ("weight gain / loss.") And weight increased ("weight gain / loss."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, post procedural haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, alopecia, headache, migraine, endometriosis, vaginal discharge, eye disorder, weight decreased, weight increased, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.7 kg/sqm. Dna antibody - on an unknown date: vaginitis dna detector,gardnerella vaginalis. Oropharyngeal candidiasis - on an unknown date: candida albicans dna- detected. Ultrasound scan vagina - on an unknown date: uterus: av, normal size, inhomogeneous with multiple small ,fibroids: posterior 1.6x1.1cm; anterior 1.4x1.2cm, 1.6x1.2cm,fundal 1.5x1.1cm with vascularity endometrium: 1.2cm in thickness. Homogeneous and blood (menses). Most recent follow-up information incorporated above includes: on 30-apr-2019: plaintiff fact sheet and medical records received, new reporter and patient demographic, concomitant conditions ,lab data essure start stop date added. Event injury to herself replaced with the events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), bladder or urinary problems or changes, dysmenorrhea (cramping), migraines / headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, vaginal discharge, abdominal pain, excessive blood loss during procedure and plaintiff did not underwent essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.